Event description:
It was reported that the reported issues were noticed during an inspection at the sterilization department.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: xpdm quick-con si poly scwdrvr (p/n: 279712400, lot #: 0209mi) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device has worn. The stripped/worn condition of the distal tip is consistent as an end-of-life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint was confirmed. Investigation conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 279712400 - xpdm quick-con si poly scwdrvr lot # 0209mi supplier: batch # 1 qty - 40 release to warehouse date: 07 jul 2009 batch # 2 qty - 60 release to warehouse date: 12 jun 2009 batch # 3 qty - 30 release to warehouse date: 02 jun 2009 batch # 4 qty - 10 release to warehouse date: 26 may 2009 batch # 5 qty - 75 release to warehouse date: 08 may 2009 batch # 6 qty - 5 release to warehouse date: 17 apr 2009no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of two (2) poly drivers were discovered as torqued. No surgical involvement or patient involvement reported. No further information available. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 2 for (B)(4).